Event description:
Procedure type: lap gastric bypass. According to the reporter: after firing, the surgeon tried to remove the device but the anvil did not tilt tearing the anastomosis. When the anvil was removed, the surgeon noticed that staples did not form. Surgery time was extended two hours as the surgeon hand sewed the anastomosis. Bleeding occurred, but transfusion was not needed. One day post-operatively, the patient was brought back to the or due to a post-operative leak, which the surgeon had sewed to correct.